Event description:
Reportedly, the device was explanted after an implant duration of 63.8 months for unknown reasons. Per the cer: it was reported that the device was explanted and 4900t30 was implanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
No further information is available regarding this event. Report only. Customer letter not required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This event was determined to be reportable per edwards lifesciences procedures. Device will not be returned. Discarded by hospital.